Manufacturer narrative:
This complaint has been reassessed based on additional information gathered by the manufacturer. It was determined that this event does not fulfill reporting requirements per 21cfr803. Although a significant delay was previously reported, it has been confirmed that the patient was not sedated (local/general anesthesia) during the follow up visit to conduct the frame adjustments. As such, this event would require the use of a back up strut to continue with treatment without any impact to the patient. Reportedly, this event did not lead to serious injury.

Event description:
It was reported that during an external fixation, it was found that the patient had tightened the struts excessively, preventing adjustments. A spanner had to be used to attempt to turn one (1) medium transport strut and make adjustments. While using the spanner to turn the strut, the strut cone broke away as a result. The procedure resumed, after a significant delay; however, it is unknown how. No injury was reported as a consequence of this issue.

Manufacturer narrative:
Internal reference number: (B)(4).